Event description:
It was reported that the ilet user experienced high glucose reaching 376 mg/dl and remaining above target for several hours after eating. The user and spouse believed a site change was not completed correctly because the fill cannula step was missed. A guided site change was performed with no leak observed and insulin delivery was resumed, and glucose later trended down to 236 mg/dl. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user, interview-based troubleshooting and education, and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to the cannula, consistent with improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.